Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump required the replacement of the latch door assembly. This had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged latch door assembly. To correct the condition, the latch door assembly was replaced. If any additional information is received, a follow-up MDR will be sent.